Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'system error 345' was reproduced. A review of the event history log revealed reported symptom of "system error 345". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was verified. The upstream thermistor was found out of range at 9.4 f. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.